Event description:
It is reported that the pt received a primary replacement and seemed to be rehabilitating satisfactorily. Pt later presented to surgeon with acute pain and swelling and inability to fully flex or fully extend the knee. Revision surgery was required to replace component.